Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. There was an unrelated ot generated for this product code with the lot number. However, there were no issues identified that could contribute to the reported complaint. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by our sales rep that surgeon was repairing a torn meniscus using the truespan meniscal repair devices. Upon attempting to place a truespan anchor at the posterior horn of the meniscus, the device misfired and only correctly fired the first of the two anchors. The surgeon had to remove the truespan anchor as it was thus deemed ineffective. The truespan was removed and no adverse events to the patient were documented. The surgeon ultimately placed 4 truespan successfully into the meniscus and was pleased with the end result. Patient consequence? No.